Event description:
It was reported that the pt was hospitalized for abdominal pain. It was also reported that the x-ray marker on the poly cup came unraveled. The wire from the implant was found and removed.